Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and there was a tip electrode miscellaneous (non-electrical). It was also noted that there was blood/body fluid on the proximal conductor and on the helix mechanism, the outer insulation was breached cut, there was an outer insulation cosmetic depression, and apparent explant damage. The analyst also noted that the guide tooth was damaged.

Event description:
It was reported that there was dislodgment of the right ventricular lead. Attempts were made to reposition the lead, but there was difficulty positioning/fixing it. Doctor alleges a problem with the helix mechanism. It was also reported that two punctures were made in insulation after deciding to remove the lead. The lead was extracted and replaced. No patient complications were reported as a result of this event.